Manufacturer narrative:
Other relevant device(s) are: product ID: wr9200, serial#: unknown, product type: recharger, product ID: 37612, serial#: (B)(4), product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via the manufacturer¿s representative (rep), who reported they had bilateral rechargeable devices and it took over 2 hours to charge one neurostimulator. The consumer stated the recharger got so warm that by the time they were done charging and needed to charge the other implant, they had to wait for it to cool down. Due to the consumer¿s settings being higher than average they charged every day and the process was becoming a ¿burden¿ with their partner and caretaker. The consumer had the charging speed at its¿ highest settings and had been educated several times on the device. In addition, the consumer already tried a different recharger with no changes in efficiency and no issues with the position of their neurostimulator. It was noted the consumer didn¿t have the external equipment to use the recharging equipment. A request was made for an additional recharger. Manufacturer representative (rep) called to ask how to get the patient (pt) a second wireless recharger (wr) so that it will not take as long for the pt to charge two inss. Technical services (ts) reviewed they would need to order the second wr. Technical services asked and caller said there is no new event information to provide. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the recharging issue was due to the neurostimulator being in overdischarge twice and thus had issues maintaining a battery charge and difficulty connecting until the implant was charged. The consumer received a new recharger and was charging every day to regain ¿recharger memory¿ so the battery level didn¿t deplete rapidly. Following this the issue was resolved.